Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report # 1058196-2012-00121 and # 1058196-2012-00122.

Event description:
The report received from the affiliate indicated that during a neurovascular procedure, the physician reported that the enterprise vrd and delivery system became stuck inside the prowler select plus 150/5 cm 45 shape microcatheter (mc) during advancement at approximately ten (10) cm. There was no reported patient injury. Additional information obtained indicated that the target lesion was the mid cerebral artery (mca). The procedure was emergent. The target lesion was reported to be stenosed and a dissection. The physician lost access to the target lesion as a result of the product issue reported. The procedure was completed successfully using a new stent and microcatheter. An adequate continuous flush was maintained to the mc at all times. There was no reported difficulty gaining vascular access or advancing the device into the mc. There was no tortuosity of the access vessel or aorta. The mc was not noted to be kinked or bent. There was no reported difficulty accessing the target lesion with the mc. No additional information is available.

Manufacturer narrative:
The enterprise vrd and delivery system became stuck inside the prowler select plus 150/5 cm 45 shape microcatheter (mc) during advancement at approximately ten (10) cm. There was no reported patient injury. Additional information obtained indicated that the target lesion was the mid cerebral artery (mca). The procedure was emergent. The target lesion was reported to be stenosed and a dissection. The enterprise system and mc were removed with loss of target site position. The procedure was completed successfully using a new stent and mc. An adequate continuous flush was maintained to the mc at all times. There was no reported difficulty gaining vascular access, inserting the guidewire into the mc, accessing the target lesion with the mc, or advancing the device into the mc. There was no tortuosity of the access vessel or aorta. The mc was not noted to be kinked or bent. No additional information is available. (B)(4): the product was returned for inspection. A non-sterile prowler plus mc was received coiled inside of a plastic bag. The body of the microcatheter was inspected and it was found kinked. No more damages were noted on it. An x-ray was done that shows a stent blocking the ID of the hub. The ID from the microcatheter was measured and was found within specification. The microcatheter was flushed using a lab sample syringe (nipro) and after that a 0.018'' cordis lab sample guidewire (gw) was attempted to be introduced into the microcatheter (mc); however, due to the presence of the enterprise stent obstructing the hub, it could not be advanced. The lab sample gw was then introduced from the distal end of the mc with slight resistance/friction encountered when passing through the kinks of the received mc. When the gw encountered the enterprise stent which was stuck in the mc, additional force was applied and the gw pushed the stent out of the hub. The mc was then flushed and the gw was able to be introduced all the way through the returned mc, again with slight resistance when passing through the kinked area of the mc. Additional testing was performed using a lab sample enterprise system with slight resistance/friction at the kinked area of the mc; however, it was able to pass through the length of the mc. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. With functional testing of the returned mc after removal of the stent which was in the hub of the mc, there was slight resistance/friction at the area of the kinks noted on the returned mc; however, a lab sample enterprise system was able to be introduced through the length of the mc without any further obstructions. The timing of the kinks as related to procedural use and impact on the reported event cannot be definitively determined. It was reported that there were no difficulty inserting a gw through the mc prior to attempted advancement of the enterprise. Additionally inspections are in place to prevent these types of damages leaving from the facility. With review of the available information and the analysis of the returned mc, there is no indication of any mc manufacturing issues related to the event. Therefore no corrective action will be taken at this time. This is one of two products used during the same procedure. Please reference MFR. Report # 1058196-2012-00121 and # 1058196-2012-00122.